Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient was treated with ceftazidime, one gram daily (intraperitoneally) for peritonitis. Treatment with ceftazidime was discontinued twenty-one days later. No other treatment was reported. The cause of the peritonitis was unknown. The patient recovered from the peritonitis event. No additional information is available. This is report 1 of 2 involved in this peritonitis event. Event details: during a call, the following was reported. On an unspecified date, the patient experienced constipation. On (B)(6) 2013, he experienced peritonitis. On an unreported date, peritoneal effluent culture was performed that was positive for e.coli. It he was treated with ceftazidime at one gram daily ip for peritonitis. On (B)(6) 2013, treatment with ceftazidime was discontinued. No other treatment was reported. Was unknown if gram staining was performed. The nurse stated that the cause of peritonitis was constipation but cause of constipation was unknown. On (B)(6) 2013, outcome: peritonitis with culture positive for e.coli: recovered/resolved (sep213) and constipation: not reported. Medical history: end stage renal disease. Concomitant therapy: not reported. Causality assessment: unrelated. The nurse denied having further information. A search of jd edwards for suspect products shipped within two months before the incident showed the following: l5c4531, lot numbers: h13g09027, and h13f17063.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13g09027 and h13f17063 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This report references the same patient as (B)(4).